Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. There were no adverse patient effects reported as a result of the procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. There was also a leakage on lead platform system fault which was recorded in this same time period. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in safety core following open heart surgery. The device planned to be explanted. To date, there have been no adverse patient effects reported.

Event description:
--